Event description:
It was reported that a patient presented remotely via merlin.net. The patient's right ventricular (rv) lead had low impedance and patient experienced discomfort due to muscle stimulation. The rv lead was successfully reprogrammed. The patient was stable throughout procedure.

Event description:
New information received noted that patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) lead exhibited polarity switch due to low impedance. The lead was reprogrammed back to normal. The patient was in stable condition.

Event description:
New information received indicates that the lead exhibited an additional polarity switch due to low impedance. The patient was in stable condition.